Event description:
It was reported that a low battery/elective replacement indicator (eri) pump alarm was activated on (B)(6) 2011. The pump end of service (eos) date was (B)(6) 2011. The patient was being flown to a hospital to be admitted to an intensive care unit for withdrawal management. A pump replacement procedure was being considered. The reporter indicated that there was no patient injury. The pump contained baclofen 1000 mcg/ml. Additional information will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).